Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with plate columbia ag 5prct sb 90mm biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: we started unpacking blood bowls for the lab and discovered that all the bags in an entire box (lot: 2074070) were contaminated.

Event description:
It was reported while testing with plate columbia ag 5prct sb 90mm biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: we started unpacking blood bowls for the lab and discovered that all the bags in an entire box (lot: 2074070) were contaminated.

Manufacturer narrative:
H.6. Investigation summary: "this memo is to summarize findings on your recent complaint 5119958 against columbia agar with 5% sheep blood, catalog number 254071, lot number 2074070. Event description: the customer reported plates to be contaminated. Complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided however the shared pictures are illustrating the complained contamination on the plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented by 100%. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. We regret the inconveniences and bd will continue to monitor incoming complaints for similar defect types. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual)."